Event description:
Patient had the first riblock implanted in (B)(6) 2016 and has had three surgeries to replace broken riblock devices. A total of four of these devices have gotten broken in her. As a result of device breakage, patient has suffered a punctured lung, 4 fractured ribs, shortness of breath, pneumonia, infection, discomfort and has lost her job and profession as a horse trainer.